Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 5:00pm et on (B)(6) 2015. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management regimen as a result of the alleged power issue. She reported that an hour after the start of the alleged issue, she developed ¿hyperglycemia and hypoglycemia¿. She also alleged that a glucagon injection was administered by a non-healthcare professional at 7:00pm et on (B)(6) 2015. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and there was no misuse of the product. The meter would not power on manually with a button press or when a new test strip was inserted per owner¿s manual. Based on the information provided, the batteries did not need to be replaced. However, the patient¿s test strips had expired in june 2014. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed hypoglycemia which required treatment with a glucagon injection after the alleged power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.